Event description:
A surgeon reported that over a four yr f/u period, he had noted a 27 to 31% posterior capsule opacification rate and the presence of glistenings in two different models of intraocular lenses (iols). The surgeon acknowledged that the glistenings did not impair the vision of the pts. The surgeon also noted the presence of a whitish liquid in the space between the iol and the posterior capsule. The surgeon felt this might be aqueous material that had entered the space and was due to the loss of tackiness of the iol material. Additional info has been requested. There are two medical device reports associated with this event. This report is for the second model iol.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Additional info has been requested. (B) (4). (B) (4). (B) (4).